Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted, one in the proximal lad and one in the mid rca. It is reported that the second diagonal was occluded following stenting resulting in the patient suffering an acute non-stemi, non-q-wave mi later on same day as index procedure. The patient's hospital stay was extended. Investigator indicated that event was not related to the study stent but was related to the study procedure. (Ref # 2953200-2010-01751).

Manufacturer narrative:
(B)(4). Evaluation, results: (myocardial infarction).